Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged that the cartridge compartment was damaged with moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-jul-2018 with the following findings: during investigation, the cartridge compartment was missing a fragment around the edge. The returned cartridge cap was undamaged and able to fit securely. Evidence of moisture corrosion was found in the battery canister and on the battery cap, with a leak. Unrelated to the original complaint, the battery compartment was cracked at the threads on the side and below the grip pad. The pump was unable to power up and was completely unresponsive. The pump cover was removed to find no further moisture corrosion to the printed circuit board. The returned battery cap was undamaged and able to fit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.